Event description:
It was initially reported that the device was shredding graft. Additional clinical information determined that the issue occurred during a surgical procedure. It was reported that there was a patient harm and impact/damage to the graft harvest as the device produced a shredded skin graft harvest. An additional unplanned graft harvest was required and an alternate device was retrieved and used to complete the surgery without any reported delay. No further information was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was manufactured on (B)(6)1996, and has no repair history at zimmer surgical since (B)(6) 2011. Investigation revealed excessive damage to the comb. There was also damage to the side plates, roller, roller gear and bushings. Prior to repair, the test mesh and calibration check were unable to be performed due to the damaged comb. The 1.5:1 ratio cutter passed cutter evaluation and was returned to the customer. All other cutters did not pass cutter evaluation and were returned to the customer as non-repairable. Repair of the device included replacement of the side plates, bearings, roller, roller gear, spring pin and comb,. The reported event was most likely due to the damage comb and cutters, which was most likely due to the improper handling by the user. The device was repaired and returned to the customer.